Event description:
It was reported that after deployment of a stent in the right coronary artery, attempts were made to post-dilate the stent with several balloons in order to deploy another stent distal to it. After trying to advance another stent several times through the implanted one, the shaft separated as it was being withdrawn from the pt. A snare device was successful in removing the distal portion of the sds from the anatomy. Reportedly, the patient is doing well.